Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he changed his battery but a constant tone appeared along with a blank display. The patient's blood glucose at the time of incident is unknown. The customer changed to a new battery and the tone disappeared. A self test was performed and passed. However, the insulin pump display was blank. The insulin pump was not returned for analysis.